Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available. This report is being filed on an international product, list number 07c18 that has a similar product distributed in the us, list number 1l82, with 510k number p050051.

Event description:
The customer observed false reactive architect anti-hbs for two patients. The samples were repeated on the sysmex platform with negative results. The following was provided: reference range: anti-hbs 0-10 miu/ml. Sample 1, sid (B)(6), a 76-year-old female initial anti hbs result= 37.94 miu/ml; repeat result= 39.45 miu/ml; sysmex result= 0.27 miu/ml (reference range 0-5 miu/ml). Serial dilution of the sample showed disproportionate anti- hbs results. Sample 2, sid (B)(6), a 68-year-old female initial anti hbs result= 115.33 miu/ml; repeat result= 120.82 miu/ml; sysmex result= 0.44 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect anti-hbs assay did not identify any trends related to the complaint issue. Additionally, no trends were identified for lot 75325fz01. A device history record review performed on lot 75325fz01 did not show any related potential non-conformances, deviations, or non-conformances. In-house specificity testing was performed using retain kits of lot 75325fz01. Acceptance criteria were met and the product is performing as expected. A review of the labelling addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect anti-hbs reagent lot 75325fz01 was identified.

Event description:
The customer observed false reactive architect anti-hbs for two patients. The samples were repeated on the sysmex platform with negative results. The following was provided: reference range: anti-hbs 0-10 miu/ml. Sample 1, sid (B)(6), a 76-year-old female. Initial anti hbs result= 37.94 miu/ml; repeat result= 39.45 miu/ml; sysmex result= 0.27 miu/ml (reference range 0-5 miu/ml). Serial dilution of the sample showed disproportionate anti- hbs results. Sample 2, sid (B)(6), a 68-year-old female initial anti hbs result= 115.33 miu/ml; repeat result= 120.82 miu/ml; sysmex result= 0.44 miu/ml. There was no impact to patient management reported.